Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The customer stated there was no patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "it was reported that false positive."

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The customer stated there was no patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: " it was reported that false positive ".

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. (B)(4)) unknown lot # was performed by the verification of complaints history. A false positive result was reported from health canada¿s medical devices online databases when using the bd max sars-cov-2 reagents. The complaint was opened on product catalog number 445003, but this product has since changed its number for (B)(4). No kit lot nor any data was provided for the investigation. Without more details regarding sample, instrument, results or the context of this present complaint, bd was unable to investigate further. The cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagent products. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.